Manufacturer narrative:
Result: power cord plug with loose power prong.

Event description:
It was reported by service report that the bed had intermittent power because the power cord plug had a loose power prong. No pt involvement or adverse consequences were reported.